Event description:
The customer reported that a secondary infusion flowed straight into the primary IV bag and that a check valve failure is presumed. It was also reported that the nurse observed the secondary infusion rapidly fill the primary drip chamber and continue up into primary IV bag. The nurse paused the infusion and implemented a new primary and secondary set and restarted infusion. The customer stated that no pt harm or medical intervention occurred and that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.